Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6) study no: oasis prod. Clinical adverse event received for revision ¿ infection device and procedure (relatedness) device related: no information provided. Procedure related: no information provided. Date of event: 17 oct 2025, date of implant: (B)(6) 2025, date of revision: (B)(6) 2025, device location: left. Treatment/impact: components removed (stem, head, liner, shell). Depuy synthes products used: catalog number: 121722058 lot number: m9551x component type: shell description: pinnacle shell sector 58mm. Catalog number: 136540730 lot number: 4549269 component type: head description: biolox delta revision head 12/14 40mm +8.5. Catalog number: 101012070 lot number: 4724370 component type: stem description: actis collared high offset femoral stem sz 7 . Catalog number: 122140058 lot number: m9976f component type: liner description: pinnacle altrx 58mm x 40mm neutral. Catalog number: 121730500 lot number: pu236738 component type: screw description: cancellous bone screw 30mm.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A records evaluation (mre) was not perform. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Patient details: (B)(6).